Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from this lot. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery using an xact stent. There was some contrast at the common carotid bifurcation area. Due to the contrast, the tip of the moma embolic protective device and the proximal part of the xact stent delivery system (sds) were unable to be seen on angiogram. There were no issues during deployment of the xact sds and it was thought that the stent was fully deployed in the internal carotid artery lesion. There was resistance met during removal of the xact sds. It was then noted on the angiogram that the xact stent was not at the carotid artery. After the sds was removed against resistance, the xact stent was found stuck at the hemostatic valve. It is thought that the xact stent was removed with the hemostatic valve. The procedure was completed successfully using a new moma device and new xact sds. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).